Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on 09/25/2024 that the liberty cycler was alarming with a m31 air detected in cassette warning in fill 3 of 4. The patient was connected during incident, and fluid was seen in the supply bag connection. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information about the reported leak was requested; however, the pdrn was not able to provide it since they were not aware of the reported event. The pdrn stated the patient is trained on performing manual peritoneal dialysis therapy if needed. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on (B)(6) 2024 that the liberty cycler was alarming with a m31 air detected in cassette warning in fill 3 of 4. The patient was connected during incident, and fluid was seen in the supply bag connection. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information about the reported leak was requested; however, the pdrn was not able to provide it since they were not aware of the reported event. The pdrn stated the patient is trained on performing manual peritoneal dialysis therapy if needed. Additional information was requested, however to date has not been provided.